Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, it was noted that the peritoneal dialysis tube near the titanium joint became too thin and has caused leakage that cased peritoneal infection. It was also stated that at that time, they cut off the leaking peritoneal dialysis tube and reconnected. Subsequently, they were unable to connect with the peritoneal dialysis tube and the external short tube.